Event description:
It was reported that an ilet user contacted support about an expired infusion set, confusion regarding whether the cartridge was changed during a recent supply change, and unexpectedly high insulin usage records despite only 34 units remaining; the agent advised a full supply change, verified insulin delivery resumption, and reinforced completing the cannula fill step after changes. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued device use after supply replacement. Investigation included review of device alarms and user-reported use, with guidance provided to change all supplies and confirm proper cannula fill. Investigation of this case revealed that the cause of hyperglycemia was unclear, with possible supply or setup issues related to infusion set or cartridge handling, and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.